Manufacturer narrative:
The pod was received in a state of partial deployment with the cannula assembly partially visible inside the needle well and with the linkage assembly arms slightly split apart. Upon removing the top housing, the pod fully deployed. Inspection of the internal components found score marks on the underside of the top housing, indicating that the linkage assembly was misaligned with the top housing. This misalignment resulted in contact between the linkage assembly and the top housing that prevented the needle mechanism from deploying as intended. Additionally, part of the right side of the mechanism rails was found to be bowed, indicating a defective mechanism rail. It could not be determined if the defective mechanism rail contributed to the needle mechanism failure as the needle mechanism deployed as intended when it was reset to the not deployed state and manually redeployed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. It was also reported that the cannula was not visible but the pink slide moved forward. The pod was worn for less than one hour and there was no reported impact to patient's blood glucose levels.